Manufacturer narrative:
Recall: (continued): 1627487-12192011-003-r; 1627487-05242011-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history

Event description:
It was reported the patient is experiencing difficulty recharging his ipg. The programmer will show a communication error or " ipg battery, low stim/off" message. A company representative met with the patient and determined the ipg is almost non-functional. Surgical intervention may be taken to address the issue.